Manufacturer narrative:
(B)(4) - oversew of staple line. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic low anterior resection procedure the surgeon did not feel the staple formation of the anastomosis at the point of bowel transection was adequate and decided to resolve the concern by over-sewing the staple line. There was no additional or unexpected tissue damage, tissue loss, tissue damage, extension of incision, or extension of scheduled operative time associated with the device issue. No device or device component fell in or was left within the patient. It was reported that there is no injury to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.